Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from the distributor indicating that a dr fog sponge was discovered with a sealing issue. The item was not in use. No injury/death was reported. Customer reported multiple lots for the same issue. The lot numbers and their respective complaint numbers are as follows: (B)(4), lot 239868. (B)(4), lot 241544. (B)(4), lot 242542.